Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 710 patch, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was incorrectly recording the amount of atrial tachycardia/atrial fibrillation (at/af) the patient was experiencing. The device remains in use. No patient complications have been reported as a result of this event.